Manufacturer narrative:
The device was received for evaluation. During functional testing, no upstream occlusion alarms occurred however a clean load point 2 alarm interfered with testing. The upstream sensor fluid numbers were checked and found to be within the specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of calibration .the ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during programming step. The patient was connected to the IV line when this occurred however there was no injury to the patient. The nurse switched out the pump after the alarm occurred. No additional information is available.